Event description:
Reporting status: malfunction. Reporting rationale: graftmaster did not cross to treat the perforation, and this is likely to require a second device and/or add'l procedure. Device issue: failure to cross. It was reported that the graftmaster did not cross the lesion. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - the device was not returned for investigation; therefore, a conclusive root cause for the inability to cross cannot be determined. It is reported that the stent graft was used per the indication to treat a perforation; however, the stent graft could not cross to treat the perforation. There was no report of add'l treatment or medical intervention to treat the perforation. It is possible that the stent graft did not cross because of, but not limited to, the following; tortuous anatomy, severely calcified vessels, presence of other devices or previously implanted stents.